Event description:
Customer reported that he had high blood glucose of 400 mg/dl. Customer stated that he had an MRI and had the insulin pump on and it started alarming motor error and the drive support cap is flash. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.